Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/14/2025, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c anchor did not go all the way in and fell off. The case was completed using another ar-2324bcc biocomposite swivelock c. This was discovered during a procedure on (B)(6)2024. Additional information received on 1/21/2025: this was discovered during an aclr procedure. The ar-2324bcc biocomposite swivelock c anchor broke off the inserter, and when the surgeon tried to inserter it again, it was crushed and could not go all the way in. All broken fragments were removed. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc batch 15286551 was received for evaluation. Visual inspection noted that the anchor was warped at the distal end of the tip; also, the eyelet was bent, and the suture was frayed. The functional test was performed by moving the inner and outer shafts, looking for resistance, and no issues were found. The most likely cause of the reported failure is user error, including improper bone preparation and/or misalignment of the insertion.